Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for service and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer identified pyxibus controller and sub-drawer boards were non-functional. These components were replaced, but the issue persisted. Further isolation identified physical damage to the retractor bands. Additional testing uncovered contamination on the row board cables and retractor band connections, which were cleaned and re-seated. Testing was resumed, and the station successfully completed its firmware and configuration update. The system functioned as intended after the field service engineer repaired the device.